Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluated by mfg = other (code unspecified, describe in h10) (81) = device returned, currently under investigation this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 12jun2024: the guidewire was advanced through a biopsy needle through the back to access the kidney. It was reported the patient did not experience any other adverse effects or hospitalization due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D9: device available for eval: unknown. G4: PMA/510(k) number = exempt. H3: device evaluated by mfg = other (code unspecified, describe in h10) (81) = product to be returned: unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a percutaneous nephrolithotomy (pcnl) procedure, part of the coating of a 'urostream hydrophilic wire guide' shaved off inside the patient. There were several stones and during the second needle access attempt, the user tried to advance the wire past a stone and as it was retracted, part of the coating shaved off and was left in the patient. The user repeatedly attempted to locate the shaved portion from various angles but was unsuccessful. The procedure was completed with a motion wire and balloon dilator. The patient is expected to have a ureteroscopy for stones and the user plans to attempt to locate the shaved portion again during the scheduled procedure.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: d4: model # = unknown. Investigation - evaluation: as reported, during a percutaneous nephrolithotomy (pcnl) procedure, part of the coating of a 'urostream hydrophilic wire guide' shaved off inside the patient. There were several stones and during the second needle access attempt, the user tried to advance the wire past a stone and as it was retracted, part of the coating shaved off and was left in the patient. The user repeatedly attempted to locate the shaved portion from various angles but was unsuccessful. The procedure was completed with a motion wire and balloon dilator. The patient is expected to have a ureteroscopy for stones and the user plans to attempt to locate the shaved portion again during the scheduled procedure. The guidewire was advanced through a biopsy needle through the back to access the kidney. It was reported the patient did not experience any other adverse effects or hospitalization due to this occurrence. Reviews of the complaint history, instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. Visual inspection of the returned complaint device was also conducted. One used device was returned for investigation. It was found that a 9.3cm long section of the coating was missing from the device. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) could not be completed nor could a search for other complaints from the product lot be conducted due to lack of lot information from the user facility. Cook could not complete a review of the device history record (DHR) or search for other complaints from the product lot due to lack of lot information from the user facility. A review of the device specification was performed included quality control procedures. Cook has concluded that sufficient inspection activities are in place to assure functionality and device integrity prior to shipping. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: - manipulation of the wire guide requires appropriate imaging control. Use caution not to force or overmanipulate the wire guide when gaining access. - when using the wire guide through a metal cannula or needle, use caution, or damage may occur to the outer coating of the wire guide. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.